Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in the complaints history revealed that one other complaint was received for this production order number due to dysphotopsia; which has no relation with this complaint issue. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens model, zlb00 multifocal iol (intraocular lens) was explanted from patient's eye. The reason of explant is unknown, not provided. No additional information provided.